Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was hit by a car crossing the street.

Manufacturer narrative:
The "date of event" and "patient identifier" were updated. The user was hit by a car while in device. This was not a product issue.

Event description:
Provider alleges consumer was hit by a car crossing the street.